Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open sore on his left side from the elastic bunching up and pinching his skin. The patient's doctor recommended using gauze on the affected area. During a follow-up, it was reported that the patient's irritation improved after putting gauze over the irritation.